Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported by the patient that she was in the hospital and was found unconscious due to low blood sugars. The ambulance came and they gave her a shot of sugar which woke her up from her unconscious state. When she arrived at the hospital, they placed her on an intravenous therapy and did blood tests. The gave her a pill (unknown medication) at the hospital. Her last blood glucose reading was 25 mg/dl. She was in the hospital, from sunday (B)(6) 2019, until thursday (B)(6) 2019, she was released and three days later, was admitted again for the same issue of low blood sugars. The patient was not using the pod after being released from the hospital on (B)(6) 2019 and was currently using manual injections with insulin pens. The patient will be going to see her hcp on tuesday (B)(6) 2019, to possibly adjust some settings on her pdm, as well as talk about her food intake to insulin intake. The patient no longer has the pod, so there is no lot or sequence number that can be provided.